Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, two phacoemulsification handpieces became hot. This is one of two reports for this facility.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The phaco handpiece was received and a visual assessment of the returned sample found no nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the irrigation line, did not meet product specifications. The returned sample was connected to a calibrated cataract system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The temperature of the phaco handpiece shell was measured and found to be within specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the torsional stroke measurement of the handpiece did not meet product specifications. Disassembling the handpiece revealed a chipped crystal in the crystal stack. Unrelated to the reported event, the irrigation flow rate test did not meet specification; however, it unable to be determined what caused the nonconformity. A chipped crystal in the crystal stack of the handpiece was found to cause the nonconforming torsional stroke measurement. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found with no problems in relation to the reported event; therefore, the root cause of the reported event cannot be determined conclusively. The temperature of the phaco handpiece was measured and was found to be within specifications. The manufacturer internal reference number is: (B)(4).